Event description:
It was reported to philips that the system did not turn on due to ups failure on an azurion 7 m20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the 1-phase ups in cabinet-m, pdu dual switch module, pdu penta switch module, ups 1phase data integrity battery sp, ups 1phase data integrity controller sp, and pdu fuses outputs, and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).